Event description:
Note: date of event is unknown it was reported to boston scientific corporation in 2007, that a hemostatic clipping device was used during an endoscopic procedure. According to the complainant, the clipping device failed to deploy during the procedure. It also failed to deploy outside of patient after other clips had been used in the patient (patient weight, age, and gender unknown). This manufacturer report is being created to correct manufacturer report # 3005099803-2008-2889.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.